Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the patient experienced suture lysis following the implant.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned since there was no harm caused by this problem to the patient and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The surgeon was unwilling to provide further information. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following a glaucoma filtration device implant procedure, the device is touching the iris. There is no harm to the patient and the device remains implanted.